Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, as the plunger was being pulled back to remove the plunger and needles from the body of the device, the link looked frayed and was broken. The device was removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reportedly in-training in use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report the following corrected information was received: reportedly, as the plunger was being pulled back to remove the plunger and needles from the body of the device, the suture appeared to be frayed and was broken.

Manufacturer narrative:
(B)(4). Correction - the suture was broken and frayed. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.